Event description:
It was reported that the device was showing an error message and would not finish self diagnosis. The customer had to reschedule to procedure. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the device was showing an error message and would not finish self diagnosis. The customer had to reschedule to procedure. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was confirmed. The root cause was determined to be due to the broken board component. The board component was replaced and the device functioned properly.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device not returned.